Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an error message that was displayed during calibration and during a combined cataract/vitrectomy procedure. New consumable products were used. The cataract was removed but the error message appeared again which could not be cleared. The trocars were removed from the eye and the case was not completed. The patient has undergone second procedure to complete the vitrectomy portion of the surgery.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the planned procedure was a combined cataract extraction/vitrectomy procedure. The vitrectomy portion of the procedure could not be completed due to the reported event. The vitrectomy portion of the procedure was completed on (B)(6) 2019.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The additional procedure completion date was previously reported incorrectly. The correct date should be (B)(6) 2018.

Manufacturer narrative:
The system was examined and the reported ¿system message involving the fluidics¿ was replicated. The fluidics was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2011. Based on assessment, the product met specifications at the time of release. The root cause of the reported ¿system message with the fluidics¿ can be attributed to non-conforming fluidics. However, how or when it became non-conforming remains inconclusive. The root cause of the reported event of ¿intervention to preclude permanent impairment or damage¿ cannot be determined conclusively with the information made available. Two samples were received and visually and functionally tested. The lot complaint history was reviewed. This is the first complaint for the finish goods consumable lot and first for this issue for this lot. The device history record shows the product was released per specifications. No obvious defects were observed during inspection. Both samples were tested on a calibrated console representing the current software version. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The samples could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line (continuously without any bubble in various settings in all sub modes). No message code appeared on the screen during functional testing. The infusion pressure, irrigation, and aspiration rates were all measured met specifications. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. There was no cassette returned, however, the tubing manifolds were returned including the probe manifold. A cassette from lab-stock was used to continue testing. The lot complaint history was reviewed. This is the second complaint for the finish goods lot, however the first for this issue for this lot. The device history record shows the product was released per specifications. The sample was tested on a calibrated console representing the current software version. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular (iop) calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line (continuously without any bubble in various settings in all sub modes). No message code appeared on the screen during functional testing. The infusion pressure, irrigation, and aspiration rates; were all measured at multiple set points throughout the console range and met specifications. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process performed after functional test had completed. The root cause of the customer's complaint could not be established. The returned sample met specifications. The returned sample was visually inspected and no obvious defects were found. The lot complaint history was reviewed, this is the second complaint for the finish goods lot. However, the first for this issue for this lot. The device history record shows the product was released per specifications. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line (continuously without any bubble in various settings in all sub modes). No message code appeared on the screen during functional testing. The infusion pressure was measured and met specifications. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was performed after functional test had completed. The root cause of the customer's complaint could not be established. The returned sample met specifications. The returned sample was visually inspected and no obvious defects were found. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line (continuously without any bubble in various settings in all sub modes). No message code appeared on the screen during functional testing. The infusion pressure, irrigation, and aspiration rates were all measured and met specifications. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was performed after functional test had completed. The root cause of the customer's complaint could not be established. The returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the planned procedure was a combined cataract extraction/vitrectomy procedure. The vitrectomy portion of the procedure could not be completed due to the reported event. The vitrectomy portion of the procedure was completed on (B)(6) 2019.